Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation. An sjm representative and reprogramming was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2015. The patient's penta lead had migrated to the left, and the physician decided to place 2 octrode leads to the left of the existing penta lead. The physician was unable to place the octrode leads due to scar tissue (reference MFR. Report#: 1627487-2015-05673 and 1627487-2015-05674). Due to the amount of scar tissue and the number of surgeries the patient has been through, there is no further intervention planned at this time.